Manufacturer narrative:
According to the received information, the recipient's hearing performance deteriorated over time. It was confirmed by imaging that the fmt has migrated from its original position on the round window. The device has been explanted due to device unrelated medical reasons. Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. All damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user had reported deterioration in sound quality from the device which began after november 2016. When pressing on the head in the area of the implant lead there was an improvement in volume and sound quality. The device was explanted for medical reasons. During the explantation surgery it was reportedly noticed that the fmt had moved away from the round window.

Manufacturer narrative:
According to the received information from the field, the recipient's hearing performance deteriorated over time. It was confirmed by imaging that the fmt has migrated from its original position on the round window. A re-implantation surgery is considered but, no date has been scheduled yet. This is a final report.

Event description:
The user has reported deterioration in sound quality from the device which began after (B)(4) 2016. When pressing on the head in the area of the implant lead there is an improvement in volume and sound quality. Re-implantation with a vorp 503 due to MRI compatibility is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has reported a deterioration in sound quality from the device. If she presses on her head in the area of the implant lead there is an improvement in volume and sound quality. The audioprocessor is not worn consistently. An appointment with an ent doctor will be scheduled. The audiologist will also do the quick check test of the device.